Manufacturer narrative:
The customer reported that the device failed to power off when the switch was in the off position. If this issue went unnoticed by the users, the battery could drain which could prevent the delivery of therapy via battery power. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed to power off when the switch was in the off position. If the device was to spontaneously power up and go unnoticed by the users, the battery could drain which could prevent the delivery of therapy via battery power.